Event description:
Device 3 of 4. Reference MFR. Report # 1627487-2010-04271, 1627487-2010-04272 and 1627487-2010-04274. The pt received her scs system in (B)(6) 2007 consisting of an ipg, lead and two extensions. In (B)(6) 2008, surgical intervention was undertaken to replace the two extensions. It was reported that the pt lost stimulation. Before that time, she had reportedly never received ideal therapy coverage from her scs system. Diagnostic tests revealed invalid impedance readings for several lead contacts. An x-ray was also taken which showed a lead fracture. On (B)(6) 2010, the pt's entire scs system was replaced, and she is now said to be receiving better therapy coverage. The explanted products were returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.